Manufacturer narrative:
(B)(4). The device samples have been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the bags would not allow urine to flow in through the anti-reflux device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Result of investigation: (root cause) the returned sample was tested and performed as designed. There is no factory history of issues with this lot or model number. It is always possible that the pvc nrv was folded in the package and did not open to allow the urine to enter the bag. Corrective and preventative action taken: none

Event description:
Reported event: the bags would not allow urine to flow in through the anti-reflux device. The patient's condition was reported as fine.